Manufacturer narrative:
Occupation: occupation ni equals lay user / patient. Device evaluated by MFR: device requested for return but was not provided.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the inr result from the may clinic laboratory. At 10:30 am the laboratory result was 2.7 inr. At 11:30 am the meter result was 3.7 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer does not have hematocrit concerns, in not on heparin therapy, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no new medication except for eye drops, no changes in diet, no new illnesses, and no unusual bleeding or bruising. The customer's meter and test strip have been requested for return. The customer's meter was returned. Retention test strips were measured with the returned meter with liquid qc of a low level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.2 inr. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The results alleged by the customer were observed in the meter¿s patient result memory, but the dates and code chips do not match allegations. The meter's time/date may not have been set correctly. It is therefore questionable if the complaint is justified. The investigation did not identify a product problem. The cause of the event could not be determined. The investigation did not identify a product problem. The cause of the event could not be determined.